Event description:
The customer tested 450mg/dl and immediately retested with a result of 104mg/dl. Caller states that customer then went to the hosp where an hr later a lab read in the 200's mg/dl. No treatment received. No strip info was provided. No qc were used. Requested return of suspect device and replacement was sent.